Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for the ipg replacement was that the patient wanted a device upgrade. The patient was doing well with good coverage postoperatively. The explanted ipg will not be returned.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was not returned.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.